Event description:
It was reported a patient underwent a atrial fibrillation cardiac ablation procedure and patient experienced cardiac tamponade discovered by ice and confirmed on fluoroscopy machine. Patient treated with a pericardiocentesis with 350cc of fluid removed and is in stable condition. Patient outcome is fully recovered. Additional information received reports physician¿s opinion on the cause is patient condition, they had a pericardial effusion before beginning the procedure. No ablation was performed. The event was observed after the transeptal puncture with agilis (sheath/needle). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).